Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the mouth of the applier broke during surgery. The surgeon recovered the pieces present in the operating site but is not sure this is everything.

Event description:
It was reported that the mouth of the applier broke during surgery. The surgeon recovered the pieces present in the operating site but is not sure this is everything.

Manufacturer narrative:
(B)(4). The supplier has reviewed the device history records for the part number#544965t lot h7-01. They can confirm that they have used the correct material and the component that are specified, and all the instrument was produced according the defined specification. All defined and specified working steps are recorded on the working sheet. They have produced (B)(4) with lot h7-01 and have invoiced the (B)(4) on august the 30th 2017, invoice # 2177564. No product has been returned. And therefore only a DHR could be done.